Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 31 mmol/l at the time of the incident. The customer¿s other relevant blood glucose level was 11 mmol/l. The customer experienced symptoms of high blood glucose levels such as nausea and sickness. The customer treated high blood glucose values with insulin pump and changed infusion sets. The customer also reported the sensor had inaccurate readings. The customer¿s blood glucose was 31 mmol/l and the sensor glucose was 18 mmol/l at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor glucose difference was 13. The insulin delivery was not suspended due to sugar glucose values. Customer was using insulin pump within 48 hours of the event. The customer did not allege that the insulin pump was under delivering insulin. Troubleshooting was performed for high blood glucose values. The device is not expected to be returned for analysis. Frn-unk-rsvr unomed inf set.